Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report #: 1627487-2021-15416. It was reported an infection was present at the lead insertion site. Patient was hospitalized for 6 days and prescribed IV antibiotics and infection is resolved.